Event description:
It was reported that during implant attempt the lead was placed through an 8 fr peel-away introducer. Once the peel-away was removed a raised metallic area was noted on the lead. The lead was therefore abandoned in favor of a new lead due to concerns that the lead was damaged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. The proximal conductor was distorted, outer insulation breached cut, and apparent damage at implant.